Event description:
It was reported that the customer had air bubbles in the tubing. Customer's blood glucose level was 180 mg/dl. Customer stated that there were numerous small bubbles and the pump was not rewound with the reservoir in place. Troubleshooting was performed and the air bubbles are no longer visible. Customer was advised to change the infusion set. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.